Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. These high thresholds were chronic and attributed to the patient's anatomy. The lead was capped and replaced at the time of a generator change-out. No patient complications have been reported as a result of this event.